Event description:
It was reported that the patient fell and complained of hip pain. X-rays revealed a broken modular stem. Distal stem and proximal body and v40 head were removed. The surgeon re-implanted a 155 restoration modular stem, proximal body and head.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular stem was reported. The event was confirmed. Beach marks were observed on the fracture surface. Beach marks are typical of a fatigue fracture and emanate from the fracture origin. The fracture origin appears to be associated with one of the external splines of the stem. The material analysis report concluded that: the bowed conical stem broke in fatigue with the fracture initiating on the lateral side of the stem associated with one of the external splines of the stem. Eds analysis showed the bowed conical stem to be made of ti-al-v consistent with the astmf136 alloy. No material or manufacturing defects were observed during this examination. Conclusions: the root cause of the event was determined to be that the distal stem component fractured in fatigue. There is no evidence that the event was manufacturing related. Further information such as operative reports, patient history and follow-up notes are needed to investigate this event further.

Event description:
It was reported that the patient fell and complained of hip pain. X-rays revealed a broken modular stem. Distal stem and proximal body and v40 head were removed. The surgeon re-implanted a 155 restoration modular stem, proximal body and head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.